Event description:
It was reported that during a procedure in the operating room, the connection between the device and the tubing was allegedly leaking. There was no report of delay and the procedure was allegedly completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is complete.